Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on reviewing the presenting rhythm it was noted that the ventricle pacing was at 120 beats per minute (bpm). The patient confirmed that they had a bike ride that night and noticed their heart rate was greater than 140 bpm and sent the transmission in after the bike ride and felt the increased heart still. Small p waves were also noted. The patient mentioned that they hardly ever paced in the atrium on the previous device and is wondering if they are under-sensing the atrium some of the time. The patient also reported that during the bike ride they did not feel well and also had palpitations, "which felt like a heart attack". They also reported that they felt their heart racing as they were coming into the clinic, however the nurse said by the time the evaluation occurred the heart rate was in 70-80 bpm. The implantable pulse generator (ipg) and the right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.